Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump powered on with the returned battery cap to a blank display. Within three minutes, the pump alarmed with an audible tone and vibration alert per normal operation. Unrelated to the original complaint, the battery compartment and pump case near the display was cracked. The pump case was removed and there was evidence of moisture damage internally. The original complaint could not be adequately investigated due to internal moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.